Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier,(B)(4) is related to case with patient identifier (B)(4).

Event description:
It was reported that there was a leak between the cartridge and the luer connector of the infusion set. No adverse event was reported. The lot number was not provided. The infusion set was requested to be returned for product evaluation.